Event description:
Lap chole: "dr (B)(6) 2nd lap chole of the day. Dr (B)(6) placed 4 clips with no problem. When he placed the 5th clip, the trigger only opened a 1/4 of the way. He manually pushed the trigger to the open position. He placed two more clips experiencing the trigger sticking an having manually open the trigger. No more clips were needed for the case." Pt status: "ok".

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation.